Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. As received, the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed incoming functionality testing.